Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and 6 electric shocks due to apparent supraventricular tachycardia. Technical services (ts) noted that the patient experienced a premature ventricular contraction (pvc) that put an atrial beat into cross chamber blanking, and the ventricle rhythm became greater than the atrial, therefore, the device decided to treat. Therapy was exhausted after the delivered therapy. Ts recommended reprogramming options, however, it is not certain that it would resolved all the issues. The device remains in service. No additional adverse patient effects were reported. Additional information received indicates this crt-d delivered inappropriate therapy approximately 3 months after the first event occurred. Reportedly, this last event looks like the previous event, due to the ventricle rhythm became greater than the atrial after a pvc. Ts noted that programming changes are challenging due to the patient's history of slow ventricular tachycardia (vt), and indicated that the plan is to continue to monitor the patient at this time. Additional information received due to a request for review of a new episode where the patient received eight rounds of atp and six electric shocks. Reportedly, the patient has slow vt and is on multiple medications. The plan is to perform an atrio-ventricular (av) node ablation, however, this is not scheduled yet due to covid issues. Ts provided reprogramming options. The device remains in service. No additional adverse patient effects.

Manufacturer narrative:
Correction- h6 field: impact codes updated to include "recognized device or procedural complication".

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing and 6 electric shocks due to apparent supraventricular tachycardia. Technical services (ts) noted that the patient experienced a premature ventricular contraction (pvc) that put an atrial beat into cross chamber blanking, and the ventricle rhythm became greater than the atrial, therefore, the device decided to treat. Therapy was exhausted after the delivered therapy. Ts recommended reprogramming options, however, it is not certain that it would resolved all the issues. The device remains in service. No additional adverse patient effects were reported. Additional information received indicates this crt-d delivered inappropriate therapy approximately 3 months after the first event occurred. Reportedly, this last event looks like the previous event, due to the ventricle rhythm became greater than the atrial after a pvc. Ts noted that programming changes are challenging due to the patient's history of slow ventricular tachycardia (vt), and indicated that the plan is to continue to monitor the patient at this time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator delivered inappropriate anti-tachycardia pacing and 6 electric shocks due to apparent supraventricular tachycardia. Technical services (ts) noted that the patient experienced a premature ventricular contraction that put an atrial beat into cross chamber blanking, and the ventricle rhythm became greater than the atrial, therefore, the device decided to treat. Therapy was exhausted after the delivered therapy. Ts recommended reprogramming options, however, it is not certain that it would resolved all the issues. The device remains in service. No additional adverse patient effects were reported.